Event description:
It was reported that the patient presented to the clinic experiencing muscle stimulation; the pulse generator exhibited backup operation. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.